Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose level was in the 140's mg/dl range. A supply change was performed resolving the occlusion.